Manufacturer narrative:
The previously reported device code does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. Concomitant medication was oral baclofen. The date of the event was approximately (B)(6) 2017 (specific year known only). It was reported that several months ago the patient had a test done "to make sure things were working properly". After the test was completed, the patient believed they bolused to clear the dye from the catheter. For the next week following the test, the patient was curled up in a ball "pretty much unable to move with spasms". The spasms resolved after about a week. On (B)(6) 2018, additional information was received from a drug manufacturer (saol therapeutics). Additional medical history included a spinal cord injury with spasticity. No additional information was provided. On (B)(6) 2018, additional information was received via a consumer. It was reported that in 2017 underdose occurred and the patient went into withdrawal for three days. It was noted that the patient had two occasions where the patient was having a ¿pump a gram test¿ meaning dye test done where it changed the dosing on the pump. Refer to MFR report # 3004209178-2018-23417 for subsequent event. The patient wanted to let the company know what was happening and that it would be beneficial for a company representative to be present at the appointment for a dye study. It was noted that they had started the patient on the lowest dose of concentration in 2016 and had increased it. The old drug in the pump was noted as having been lioresal (concentration and dose rate were not specified). The pump was currently administering lioresal of an unknown concentration at a dose rate of 577.25 mcg/day. No further complications were reported. Information was omitted that pertains to a subsequent event; refer to (B)(4) regarding overdose symptoms, hospitalization, and spasms (2018 event).